Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument had a breakage. The procedure was completed with no reported injury. Intuitive surgical., inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred on the distal end of the instrument (portion that enters the patient). They found a broken cable. A piece from the distal end of the instrument did not detach/break off. There was no need to remove the instrument with the cannula together. The wrist was not straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.